Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was taken to the hospital on (B)(6) 2020 due to diabetic ketoacidosis and that the meter was not reading right. No information about automode was given. The insulin pump will be returned for analysis.